Manufacturer narrative:
.

Event description:
It was initially reported in clinic notes that the patient had a history of a stroke. No additional information was provided. Good faith attempts for additional information have been unsuccessful to date.